Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the device alarmed "loss of external power" many times. Some of the instances are followed by a "loss of external power condition removed" and some or not. When the device was received, it would not recognize ac power, only dc (battery) power.